Manufacturer narrative:
Unit had unresponsive up arrow button due to corroded keypad trace. Unit passed the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Motor passed motor test. Unit had broken belt clip slot, cracked case all corners of display window, cracked battery tube threads and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.